Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire tip fracture occurred. The physician was treating a 90% stenosed, eccentric shaped, de-novo lesion located in the non-tortuous and non-calcified proximal left anterior descending (lad) artery. A thrombectomy was initially performed in the proximal lad. After this, another manufacturers' 3.5x23mm stent was placed in the proximal lad without pre-dilation resulting in 0% stenosis. Another manufacturers' 2.5x18mm stent was also placed in the mid lad. Upon removing this pt2 guide wire from the proximal lad, the radiopaque tip fractured without manipulation. An attempt to remove the tip with forceps was unsuccessful. The procedure was ended at this point with no further complications. The patient was listed as "stable". The patient was brought back two days later and another manufacturers' stent was placed over the fractured wire tip.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire tip fracture occurred. The physician was treating a 90% stenosed, eccentric shaped, de-novo lesion located in the non-tortuous and non-calcified proximal left anterior descending (lad) artery. A thrombectomy was initially performed in the proximal lad. After this, another manufacturers' 3.5x23mm stent was placed in the proximal lad without pre-dilation resulting in 0% stenosis. Another manufacturers' 2.5x18mm stent was also placed in the mid lad. Upon removing this pt2 guide wire from the proximal lad, the radiopaque tip fractured without manipulation. An attempt to remove the tip with forceps was unsuccessful. The procedure was ended at this point with no further complications. The patient was listed as "stable". The patient was brought back two days later and another manufacturers' stent was placed over the fractured wire tip.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with approximately 1.25cm to 1.88cm of the distal tip missing. Sem (scan electron microscope) analysis of the fracture surface revealed equaled dimpled ruptures along with fatigue striations. No material anomalies were noted. The fracture occurred as a result of fatigue in a tensile overload direction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).